Event description:
Allegation that the head up function was not working. No injury reported.

Manufacturer narrative:
Technician found bed with no head up function due to bad valve. Replaced head up valve to resolve this issue. Bed located in storage.